Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was tested prior to implant but could not be interrogated successfully as no telemetry could be established. Troubleshooting was performed, including trying multiple programmers, but nothing worked and the field believes there is a telemetry fault with the crt-p. The crt-p was never in service and there were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against this device was confirmed through analysis. A visual inspection of the device found no irregularities. The device was observed to have no telemetry and was found to be in safety core. A review of the memory dump found an oscillator mismatch fault. The device was programmed out of safety core and afterwards, it could be interrogated and was found to be operating normally.